Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, minor scratched display window, pillowing keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir ring was damaged along with a black joint. No further details were provided. The insulin pump was returned for analysis.